Event description:
It was reported that the ventricular lead exhibited over sensing. No intervention was reported. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.